Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). No changes was made and there was no consequences to the patient.